Manufacturer narrative:
The device was not returned for evaluation. As the product lot number is unknown, a review of the device history record could not be performed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Reportedly, while inserting an intraocular lens (iol) into the eye, the tip of the injector seemed to split. The tip of the injector made contact with the patient¿s eye, but the iol was not in contact with the patient¿s eye. The incision size was extended from 2.2mm to 2.8mm as the injector only goes through a 2.8mm incision and the blade size is 2.2mm. No sutures were required. There was no injury to the patient. A backup lens of the same model and diopter was successfully implanted.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the body of the injector tip was damaged. A small hole was visible before the delivery tip causing the tips not to be aligned. One of the body tabs was broken. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.